Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The review of the event history log revealed there were no keystrokes, programming, use related, or iipv events that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed with no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Testing of the device pneumatic system revealed no leaks and all pressures were found to be correct and stable. A short simulated therapy was successfully performed. Upon conclusion of the investigation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be due to a myocardial infarction. On an unknown date, the patient was hospitalized for an unknown indication and eventually passed away. It was reported that pd therapy was ongoing during hospitalization, however it was unknown if the patient was using a homechoice device. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.